Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level ranging from 162-432 mg/dl and with trace ketones. Cause was not known. Prior to going to the ER, a correction bolus and manual insulin injection was administered to address bg level. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.